Manufacturer narrative:
Additional info: b4, h6: the complaint allegation was confirmed. (1) unpackaged kit of ar-8928bc-cp was returned for investigation. The returned devices were visually inspected, and it was noted that the two out of four devices driver outer sleeve tip was damaged/bent. No issues were found with the others returned devices. Functional test of the driver outer sleeve and the tb inner member molded swivelock found that the devices thread smoothly. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure is a user error.

Event description:
It was reported that during an achilles speedbridge surgery the plastic of the anchor got bent during the insertion. The failure did not have an impact and the surgery could be finished successfully without further issues. There was no harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or do a second surgery. 21-jun-2023 update dw further information were provided that the driver of the reported device got bent. The anchor was not damaged.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that during an achilles speedbridge surgery the plastic of the anchor got bent during the insertion. The failure did not have an impact and the surgery could be finished successfully without further issues. There was no harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or do a second surgery.